Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that following a surgery on an unknown date, the helical blade was not able to be removed from the helical blade/screw extractor. There was no patient consequence. This report is for a helical blade/screw extractor. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history review part: 03.037.030, lot: 9376543, manufacturing site: hägendorf, release to warehouse date: 19. March 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary the helical blade/screw extractor was received at the us cq. The device had a few shallow scratches and scrapes along across its body. On the shaft etching and towards the tip, small brown splotches of a foreign substance could be observed. The etchings of the device were fading, some to the point of illegibility. No other issues could be identified with the returned portions of the device. A functional test was not performed because the associated helical blade was not received. Dimensional inspection: tip distal shaft diameter: 3+/-0.2mm, tip middle shaft diameter: 4.2+0/-0.1mm, tip base diameter: 5+0/-0.05mm, tip threads outer diameter: m5x0.5-lh -> min-max outer diameter: 4.826mm ¿ 4.976mm, measured dimensions: tip distal shaft diameter: 2.82mm, conforming, tip middle shaft diameter: 4.11mm, conforming, tip base diameter: 4.99mm, conforming, tip threads outer diameter: 4.89mm, conforming, device(s) used: ca818. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) no issues. The received device (part # 03.037.030 lot # 9376543) was manufactured at the haegendorf site on 19 march 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The complaint was not confirmed for the helical blade/screw extractor. The complaint alleged that a helical blade was stuck on the extractor, but no such device was received. The extractor had a few shallow scratches and scrapes with fading etchings. There were brown stains on the shaft of unknown origin. It was most likely blood from usage and did not contribute to the complaint. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.